Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The index handle turned 360 degrees and did not lock the rotational clamp assembly into place. The locking pins within the rotational assembly were worn which allowed the index handle to not fully lock the rotational clamp assembly. The reported failure was confirmed and the root cause has been determined to be a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a degradation of the pin material or the loctite that secures the pins over time. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider limb could not be tightened. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.